Event description:
It was reported that during an implant procedure, after placement a left ventricle lead presented high pacing threshold measurements. Per the physician's discretion a new lead was used to complete this procedure due to lack of voltage potential if this lead was placed in a different location. No adverse patient effects were reported. This lead has been returned for analysis. The investigation is currently in progress. An updated report will be provided once this investigation has been concluded.

Manufacturer narrative:
Upon receipt of this complete lead at our post market quality assurance laboratory, this lead was thoroughly inspected and analyzed. Through visual observation it was noted that there was blood and bodily fluid in the lumens. This lead passed electrical continuity testing and showed normal operation. Pressure testing for this lead had also passed and operated as expected. Given the results observed during investigational testing the allegation presented in the field could not be confirmed through our findings.

Event description:
It was reported that during an implant procedure, after placement a left ventricle lead presented high pacing threshold measurements. Per the physician's discretion a new lead was used to complete this procedure due to lack of voltage potential if this lead was placed in a different location. No adverse patient effects were reported. This lead has been received for analysis and the investigative results are as enclosed.